Event description:
It was reported that the tip of an everest polyaxial screw inserter was "worn" intra-operatively. The screw was difficult to detach and the instrument was no longer functional for screw insertion. There were no adverse consequences to the patient. The procedure was completed successfully with a 2 minute surgical delay.

Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the hexalobe feature at the distal tip was deformed. Complaint history: records were reviewed for this lot, no similar complaints were identified. It was determined the cause of the event was torsional overload. Inserting the screw in harder than normal bone can compound torsional forces at the tip, leading to the failure.

Event description:
It was reported that the tip of an everest polyaxial screw inserter was "worn" intra-operatively. The screw was difficult to detach and the instrument was no longer functional for screw insertion. There were no adverse consequences to the patient. The procedure was completed successfully with a 2 minute surgical delay.